Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system triggered two "module/sensor defective" error messages with a warning triangle. There was no report of patient injury.

Manufacturer narrative:
The affected device was returned at the manufacturer site for repair. When connected to the s5 system the reported error message displayed on the s5 system panel was not reproduced. During pre-calibration phase, an error code associated to a discrepancy between the set and actual gas flow values could be detected in air and o2 channels. In addition, value deviation was detected on co2 channel. The mass flow controller and measuring bridge for o2 and co2 need to be replaced. The front panel will be replaced as well as per equipment maintenance intervention prevention.

Manufacturer narrative:
H.10: the affected device was tested and the reported issue could not be reproduced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H10: during repair activity at manufacturer site, mass flow controller and measuring bridge for o2 and co2 were replaced. Also the front panel was replaced as per equipment maintenance intervention prevention. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The impacted components are electro-mechanical and based on the above, it cannot be excluded that the malfunction led to a flow measurement inconsistent with the values set because of the drift of the sensors or faulty resistive elements.